Manufacturer narrative:
(B)(6). (B)(4). This part is not approved for use in the united states; however a like device catalog # 6950315, 510k # (B)(4) was cleared in the united states. The device is returned, evaluation not yet begun.hence, no conclusion can be drawn as yet.

Event description:
It was reported that intra-op, a set screw slipped and could not be torque loaded during final tightening. The surgical time was extended less than 15 min. The product came in contact with the patient. There were no patient complications due to this event. The event occurred at right c6 while the surgeon was using offset counter torque, torque limiting t handle, straight hex driver shaft 3/8 end. He opened a new set screw to replace the stripped set screw and the surgery was completed without problem. The surgeon does not care about the event much.

Manufacturer narrative:
Product analysis : visual and optical examination of the set screw did identify rounded hex corners and witness marks on the thread lead. Functional evaluation with a sample (non-worn) driver and torque-limiting handle, sample vertex mas and rod found the set screw able to be fully engaged into the mas saddle, tighten to the rod and achieve full tightening (2 clicks) of the tl handle. After visual, optical and functional evaluation, we were unable to replicate the customer concern. The implant appears to be capable of performing its intended function.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.